Event description:
It was reported that pump experienced malfunction with code 16, and no notable events occurred before the issue. There was no adverse impact to the customer's blood glucose level. Customer contacted support, received instructions to reset pump, successfully completed reset without recurrence of malfunction, and was advised to continue using pump and call back if problem returned, with no additional outcome details provided.